Manufacturer narrative:
Date of event: estimated date has been entered because event date was not provided.

Event description:
It was reported by the patient that the artificial urinary sphincter (aus) is leaking. No surgery has taken place or is scheduled to take place.